Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported feeling resistance when inserting the laser probe deeply into the trocar cannula during a vitrectomy procedure. An alternate laser probe was used to complete surgery.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was retuned for evaluation. The probe was manufactured on february 26, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. When the sample was inserted through a 25ga trocar, it passed through without any noticeable resistance. The cannula¿s outer diameter was measured (with an outer diameter min/max values of 0.0200 to 0.0205 inches). The samples¿ outer diameter were measured to be 0.02015-0.02025 inches, meeting specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).